Event description:
A pt presented with a traumatic aortic dissection. As a gore tag thoracic endoprosthesis was advanced, the leading olive became detached from the delivery catheter. The delivery catheter was removed and discarded. The physician used a snare to successfully remove the leading olive. Another gore tag thoracic endoprosthesis was used to successfully treat the pt.

Manufacturer narrative:
H: the device was discarded by the facility. A review of the manufacturing paperwork is being conducted.